Event description:
As reported by the edwards field clinical specialist, the patient expired approximately two months post transaortic tavr. The primary cardiologist indicated that the cause of death was heart failure. The patient began experiencing lethargy, decreased mental status and was admitted approximately 7 weeks post tavr when her condition worsened. Transthoracic echo (tte) showed increased velocity across valve, no pvl, some central regurgitation, and ef of 15-20%, which was much higher at time of tavr. Transesophageal echo (tee) showed what appeared to be a subvalvular membrane. The patient had no history of significant coronary artery disease. A question was raised about possible sepsis. The implanting physician indicated that the transaortic tavr procedure was uncomplicated with good results; zero aortic insufficiency. Upon his review of the tee, there was no clear evidence of valve dysfunction or subvalvular membrane. Mild ai was noted. As reported, from the limited tee images, the valve leaflets appeared ok, possibly a little restricted. No pannus, thrombus, or other obstructive lesions were identified. The left ventricular systolic function had dropped significantly without clear explanation.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency and heart failure are potential risks associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient¿s risk of suffering from chf include obesity, advanced age, and a history of smoking. In this case, the cause for worsening (zero-to-mild) central aortic regurgitation two months post tavr cannot be determined. As reported, the cause of death was listed as heart failure but no clear valve dysfunction was identified by the implanting physician. Although the cause for the drop in ejection fraction was not identified, it likely contributed to the heart failure. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.